Manufacturer narrative:
The initial MDR 2432235-2017-00509 was filed on sep 11, 2017 additional information (10/03/2017): a siemens customer service engineer (cse) was dispatched to the customer's site service was performed over two visits. The cse replaced the reagent probe, reagent z motor, rinse pump with associated tubing and checked valves. The cse primed the system. The cse ran precision testing and quality control (qc), which were in acceptable range. A siemens headquarter support center (hsc) specialist evaluated the data related to the event, and identified as a potential cause of the event a system issue with the reagent probe washing station which could have caused reagent carryover. The cause of the discordant hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the luminometer. The cse decontaminated acid, base, and fluidics, after which precision testing resulted in two outliers out of ninety. The cse replaced sample syringe and both rinse blocks. The cse ran sixty replicate precision testing, which were in acceptable range. The cause of the discordant hcg results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high total human chorionic gonadotropin (thcg) results were obtained on two patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The customer repeated the same samples on the same instrument, and recovered lower. The customer confirmed the results with an alternate advia centaur cp instrument but those results were not provided. The repeat results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, total human chorionic gonadotropin (thcg) results.